Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the "screw in the mechanism did not operate anymore." It was also reported the lead was screwed in and out more than four times. A different lead was implanted and no patient complications have been reported as a result of this event.